Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a colonoscopy procedure, the evis exera iii video system center video kept dropping. According to the initial reporter, the subject device was inspected prior to use with no abnormalities reported. The procedure was completed using the same equipment. There were no reports of patient harm/delay or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection, the unit was observed to have a lot of dust inside as well as inside video socket. After removing and cleaning video socket, the customer complaint could not be duplicated. Additionally, the video socket connecter has defective locker, the software version was outdated, the power switch needed to be updated, and the front panel and chassis feet needed replacement. This investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.